Manufacturer narrative:
In this specific case, the cells that would be classified a bacteria, were being put into the unclassified category due to poor image quality. Cells in unclassified category must be manually verified by lab technician prior to release. Fse serviced the instrument (i.e. Replaced eval and cannula pumps), reviewed error log and performed iq performance verification checklist. Auto-focus was re-ran and all results were within specifications. System was operational.

Event description:
Iq200 not recognizing bacteria. No injury or additional treatment reported. Although results were generated, no erroneous results were reported out of the lab.